Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:00 pm the patient took 20.0 units novolog insulin. The patient¿s blood glucose result prior to this meter reading is unknown. One hour afterwards, the patient experienced the symptoms of shaking and sweating. The patient manages her diabetes with insulin taken on a sliding scale. The patient also reported that on june 3, 2014 she obtained the blood glucose reading of 136 mg/dl on the reported meter and a reading of 93 mg/dl on another manufacturer¿s meter while in her physician¿s office. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe injury after taking insulin, while using the reported meter. Therefore this complaint is being reported.